Event description:
It was reported that this fiber stopped emitting its beam halfway through a photoselective vaporization of the prostate procedure. Fiber had been used for 39067 joules. Customer noted the fiber may have burnt out. This fiber was replaced, and the procedure was completed using another fiber. There were no patient complications. Analysis of the fiber identified a glass cap and a metal cap detachment.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this fiber underwent a thorough analysis. Visual analysis of the returned fiber confirmed the reported event as analysis identified the glass and metal caps were detached. The detached caps were not returned. The level of devitrification and debris could not be determined due to the missing caps. The observed condition of the fiber is consistent with devices that experience tissue adhesion, constant heavy tissue contact, and/or a decrease in the saline colling flow which leads to elevated temperature. Continuous elevated temperatures can lead to fiber damage, including glass and metal caps detachment. According to the instructions for use (IFU), increasing the irrigation flow through a pressurized saline bag (set to 250 mmhg 300 mmhg) will further increase the liquid cooling effect and may reduce fiber tip damage. The device instructions for use (IFU) instructs to maintain adequate saline cooling flow to reduce heat accumulation at the fiber tip. Based on the analysis results, a conclusion code of unintended use error caused or contributed to event was assigned to this investigation.